Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and not detected on the bus. A field service engineer performed onsite service to address an issue where the doors were not being detected, tested all door latches using a multimeter and verified proper functionality, replaced and reconfigured the door control board, then conducted system testing through hardware test application (hta), verified successful operation, and the escort confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.